Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
H11. Corrected data- updated section h6.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 25mm valve was explanted at implant due to aortic injury. As reported, there was a tearing of the non-coronary/right-coronary commissure. After the implantation of the first valve and end of cross-clamp time, bleeding from the root was observed. It was stitched but the bleeding continued. Aortic clamping and cardioplegia was started again. The valve had to be removed and a tear in the non-coronary/right-coronary commissure became visible. The tear was patched with a pericardial patch and a second valve was implanted (smaller size due to the patch). The event was noted as to be resolved.